Manufacturer narrative:
Final analysis found the complete lead was returned in one piece. The lead dimensions and performance were found to be within specifications. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at high output. It was suspected that the cause may be due to slight cardiac perforation. On (B)(6) 2019, the patient was brought in for a lead revision. The lead was removed and repositioned. However, the lead helix could not be extended after it was retracted during the removal. The physician then used a new right ventricular lead to complete the procedure successfully. There were no adverse patient outcomes after the procedure.